Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. A review of device history records revealed no recorded anomaly. Explant date - n/a. PMA 5510(k): this device is not cleared for distribution in the u.s.; however, it is similar to a device manufactured by zimmer biomet in the u.s. Under k090757. There are warnings in the package insert that this type of event may occur. Under possible adverse events, number 15 states, "postoperative bone fracture and pain."

Event description:
It was reported that the patient experienced pain in the left hip post-implantation. The patient was treated with medication.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable. There are no allegations of failure of the device and the initial report was submitted in error.